Event description:
It was reported that customer experienced tandem mobi cartridge alarm during cartridge loading, and technical support confirmed cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge from pump, delivered 9-unit bolus as instructed, was unable to reload original cartridge, and with assistance from technical support successfully loaded new cartridge and resumed insulin therapy, resolving issue.